Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient is calling to report that there was moisture around the adapter at the luer lock connection. No adverse event alleged. A request was made for the return of the device.